Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had failure code 703:00 during biomedical testing. This condition had the potential to interrupt delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with failure code 703:00 was not confirmed and not duplicated during product evaluation. There was no record of this failure in the event history log. Therefore, no assignable cause could be provided for this condition and no repair was necessary. Baxter will continue to monitor similar reports to determine if further actions are required. Additional information: this device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous service for this pump. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.